Event description:
Case description: investigational result: product name: novofine plus 32g x 4mm batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Product name: ozempic 1.5 ml batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission, the case has been updated with the following: -investigational result was updated. -imdrf codes annex b,c,d and g were added. -narrative generated accordingly final manufacturer's comment: 05-jun-2021: the suspected device (novofine plus 4mm (32g)) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine plus 4mm (32g). With the available limited information, wrong injection technique could have contributed to reported event of needle bent leading to needle injury. Continued: evaluation summary no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) little piece was left inside skin [injury associated with device] needle bent inside skin [needle issue]. Case description: this serious spontaneous case from the united states was reported by a consumer as "little piece was left inside skin(needle injury)" with an unspecified onset date, "needle bent inside skin(needle bent)" with an unspecified onset date, and concerned an adult female patient who was treated with novofine plus 4mm (32g) (needle) from unknown start date for "device therapy", ozempic (semaglutide) solution for injection 1.34 mg/ml from unknown start date for "drug use for unknown indication". Medical history was not provided. On an unspecified date, the patient reported needle bent inside skin and little piece was left inside the skin. Batch number was not available. Action taken to ozempic was not reported. The outcome for the event "little piece was left inside skin(needle injury)" was unknown. The outcome for the event "needle bent inside skin(needle bent)" was not reported. No further information was available. Preliminary manufacturer's comment: 31-mar-2021: the suspected device has not been returned to novo nordisk a/s for the investigation. Limited information regarding the handling of suspected product and training of the user is available. No conclusion has been reached.